Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 31. On (B)(6) 2023, non-osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.